Manufacturer narrative:
Additional information: device evaluated by mfg. An event regarding missing component involving a mako impactor was reported. It was reported that slaphammer threads worn and missing the blue tip for impactor. The event could not be determined because device was not returned for evaluation. The damaged device was discovered during inspection. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance. No further investigation is required at this time. If additional information and/or devices become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During a pka the slaphammer threads worn and missing the blue tip for impactor.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During a pka the slaphammer threads worn and missing the blue tip for impactor.